Event description:
It was reported that the patients ipg was difficult to be charged as it had difficulty aligning with the charger. It was noted that there was a lump underneath the patients skin overlaying the ipg. The patient underwent an ipg revision procedure and the patient was doing well postoperatively. The device remained implanted.